Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #1). Additional emdrs were submitted to represent the bard/davol ventralex hernia patch (device #2) and bard/davol sepramesh ip (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/ davol sepramesh ip and ventralex hernia patch on (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh ip and ventralex hernia patch on (B)(6) 2014 and/or (B)(6) 2015 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿a ventralex mesh (device #1) was placed and secured to the fascia using sutures. Postoperatively, patient had peritonitis, small obstruction.¿ (B)(6) 2014 ¿ patient underwent removal of umbilical mesh (device #1). (Note: there is no op notes were provided for this procedure in medical record) (B)(6) 2015 ¿ patient was diagnosed with symptomatic ventral hernia thereby underwent open repair with the implant of sepramesh ip (device #2). Per operative notes, ¿there was a large lower midline hernia with adherent small bowel to the underside of the hernia sac within the midline defect. A sepramesh ip (device #2) was placed to defect.¿ (B)(6) 2017 -patient was diagnosed with symptomatic ventral hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿a defect with omentum in midline around prior mediastinal tube sites. A ventralex mesh (device #3) was placed subfascially using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. This supplemental emdr represents the bard/davol sepramesh ip (device #2). Additional supplemental emdrs were submitted to represent the bard/davol mesh - ventralex (device #1) and bard/davol mesh - ventralex (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.